Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('countless miscarriages and ectopics along with the pain') and habitual abortion ('countless miscarriages and ectopics along with the pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients were found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced habitual abortion (seriousness criterion medically significant) and pelvic pain ("countless miscarriages and ectopics along with the pain"). At the time of the report, the ectopic pregnancy with contraceptive device, habitual abortion and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered ectopic pregnancy with contraceptive device, habitual abortion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: ectopic pregnancy. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.